Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. No further eval or root cause analysis can be conducted at this time. No root cause could be determined. Additional info was requested via mail on 02/15/2011; via fax on 02/15/2011; via phone on 02/21/2011. At this time, additional info has not been received. (B)(4).

Event description:
An ophthalmologist reported a pt who experienced severe keratitis following the use of this product. She stated she is treating the event with aggressive lubrication. Additional info has been requested. This report is for pt 3 of 7.